Event description:
Customer reported pieces/slivers of the device are stuck in their fingertips. No treatment was received. Customer stated doctor will monitor to avoid future infection. A request was made for return product and replacement product was sent.